Manufacturer narrative:
(B)(4). The international affiliate reports the following possible batch numbers: batch mb6598; mfg. Date - 2/20/2018; exp. Date - 1/31/2023. Batch hj2118; mfg. Date - 8/6/2014; exp. Date - 7/31/2019. Batch kj2052; mfg. Date - 8/2/2016; exp. Date - 7/31/2021. Batch kl7163; mfg. Date - 10/14/2016; exp. Date - 9/30/2021. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of the possible batch numbers. Additional: an unopened sample of product code z593, lot mb6598 was returned for analysis. During the visual inspection of sample, no defects were found on the package. The sample was opened, the swage and attachment area were noted as expected. No product mix or incorrect component was observed and the curve is smooth and continue. In addition, a needle was comparison with the needle specification and meet the curve tolerance shadow lines. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no assembly product mix / incorrect component was found. An unopened sample of product code z593, lot hj2118 was returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of sample, no defects were found on the package. The sample was opened, the swage and attachment area were noted as expected. No product mix or incorrect component was observed and the curve is smooth and continue. In addition, a needle was comparison with the needle specification and meet the curve tolerance shadow lines. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no assembly product mix / incorrect component was found. An unopened sample of product code z593, lot kj2052 was returned for analysis. During the visual inspection of sample, no defects were found on the package. The sample was opened, the swage and attachment area were noted as expected. No product mix or incorrect component was observed and the curve is smooth and continue. In addition, a needle was comparison with the needle specification and meet the curve tolerance shadow lines. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no assembly product mix / incorrect component was found. A used opened sample of product code z593, lot kl7163 was returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of sample, the swage and attachment area were noted as expected. No product mix or incorrect component was observed and the curve is smooth and continue. In addition, a needle was comparison with the needle specification and meet the curve tolerance shadow lines. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no assembly product mix / incorrect component was found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown plastic surgery procedure on (B)(6) 2019 and suture was used. The surgeon found that there had been j-shaped needle when trying to use 1/2 circle needle. The device was not used on the patient. There were no adverse patient consequences reported.